Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain and discomfort the implantable pulse generator (ipg) site due to its location at belt line. The patient underwent a revision procedure wherein the ipg was moved lower. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.